Event description:
It was reported that prior to the da vinci-assisted bilateral salpingo-oophorectomy procedure, the surgeon was ¿taking down adhesions laparoscopically¿ prior to the da vinci system being docked. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: there was an unspecified cord plugged into the bottom monopolar outlet and a green cord plugged into the top outlet which was incorrect. When the surgeon asked for unspecified laparoscopic scissors (a 3rd-party manufacturer product) and ¿hit the pedal for the laparoscopic instrument,¿ the bovie pen (a 3rd-party manufacturer product) activated instead and there was a strange odor in the room. The 3rd-party bovie pen had been located on the side, in a side pocket of the drape, when it had activated so, when the surgeon activated the foot pedal for what she thought was the 3rd-party laparoscopic scissors instrument, it was actually the 3rd-party bovie pen that activated. The 3rd-party bovie pen melted through the drape and went onto the patient, resulting in a burn to the top dermis on the right lateral aspect of the patient¿s abdomen. The severity of the burn was unknown; medical intervention due to the burn injury included the application of cream and a bandage to the area. The surgeon described the burn as a ¿pinpoint size¿ dark discoloration on the right lateral aspect of the patient¿s abdomen. Prior to getting port sites in, the surgeon had to remove adhesions laparoscopically first due to the patient¿s prior history of an unspecified abdominal surgery. The surgeon was able to complete the laparoscopic portion of the case after the surgical staff members corrected the cord set up. The surgeon was also able to place ports as desired and successfully completed the da vinci-assisted bilateral salpingo-oophorectomy laparoscopic portion of the procedure as planned, without incident, and with no report of patient injury during the da vinci procedure. The surgeon did not allege a malfunction of a da vinci product.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication can be attributed to use error. The surgeon attributed the cause of the event to the circulating nurse and cord set up during the traditional laparoscopy portion of the case. The surgeon said that the 3rd-party bovie pen instrument ¿wasn¿t even in its container properly¿ and that it was plugged in incorrectly by the circulating nurse. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. All reusable instruments, with uses remaining, used in the case have been used in subsequent procedures and, at this time, a site history search shows no complaints filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: towards the beginning of a planned da vinci-assisted bilateral salpingo-oophorectomy procedure and before the da vinci system was docked to the patient, the surgeon was attempting to remove adhesions via traditional laparoscopy. During this process, the cables of a 3rd-party laparoscopic scissors instrument and a 3rd-party bovie pen were plugged in incorrectly by a circulating nurse. As a result, while planning on activating the 3rd-party laparoscopic scissors instrument, the 3rd-party bovie pen activated instead and the patient sustained a burn injury to the skin of the abdomen. The burn injury was treated with cream and a bandage. The cause of the burn injury can be attributed to use error involving 3rd-party laparoscopic products.